Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. The instrument fired and the tacks seated properly in the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic transabdominal preperitoneal (tapp) procedure. The device was being used for the fixation of the mesh placement. The clips of the device do not hold at the tissue and the symphysis. The clips cantet at the magazine and the device did not fire. The stapler did not fire, it partially fired. In order to resolve the issue and complete the case, used another fixation device. There was no patient harm.